Event description:
As reported by the edwards field clinical specialist, while prepping the retroflex3 delivery system, it was noted that the balloon would not de-air. Multiple unsuccessful attempts were made to de-air the system. A new retroflex3 delivery system was opened and prepped without issues. After the procedure, the edwards field clinical specialist attempted to size the balloon and noted that the balloon would not maintain size even after the stopcock and syringes were changed.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation in a used condition. A kink was found on the proximal end of the shaft near the handle. This was most likely caused when the delivery system was returned. The returned delivery system was prepped per the instructions for use (IFU) in order to size the balloon to measure the balloon's fully inflated outer diameter. The diameter measurements met manufacturing specifications. The retroflex catheter was able to be de-aired before sizing. The delivery system passed the pressure decay leak test. Per manufacturing guidelines, prior to distribution there is a 100% leak test performed on the delivery system and the y-connector bonds are 100% inspected for voids, bubbles, or visual defects. These inspections make it unlikely that a pre-existing leak path was present during the manufacturing process. The complaint could not be confirmed. The balloon catheter was able to be de-aired and no leak path was observed. Therefore, no corrective or preventive action is required.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation in a used condition. A kink was found on the proximal end of the shaft near the handle. This was most likely caused when the delivery system was returned. The returned delivery system was prepped per the instructions for use (IFU) in order to size the balloon to measure the balloon's fully inflated outer diameter. The diameter measurements met manufacturing specifications. The retroflex catheter was able to be de-aired before sizing. The delivery system passed the pressure decay leak test. Per manufacturing guidelines, prior to distribution there is a 100% leak test performed on the delivery system and the y-connector bonds are 100% inspected for voids, bubbles, or visual defects. These inspections make it unlikely that a pre-existing leak path was present during the manufacturing process. The complaint could not be confirmed. The balloon catheter was able to be de-aired and no leak path was observed. Therefore, no corrective or preventive action is required.

Manufacturer narrative:
The investigation is ongoing.